Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The inspection of the 5mm peek multifunction handle confirms insulation damage, scratches dings and dents were seen throughout the shaft. The 5mm peek multifunction handle failed the insulscan test. Probable root cause/s could be use error, mishandling and or normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.